Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 3000 ohms impedance and sensing at less than 2.4 mv. On (B) (6) 2010 the lead was disconnected from the implantable cardioverter defibrillator (ICD) and reconnected, after which measurements were fine. However, during follow-up the lead impedance was high again. On (B) (6) 2010, the lead and ICD were explanted and replaced; the new system worked fine.